Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm force bipolar instrument was observed to have a frayed cable. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported instrument was inspected prior to its use with nothing unusual to be observed. The issue with cable was observed during preparation. Customer did not experience problems related to yaw and pitch movements of the instrument (left/right and up/down movements respectively). No cables were visibly protruding from distal end of the instrument. The damaged cable was noted to be black colored. It was stated that cable was frayed (intact but had exposed wires). Customer did not experience loss of cautery due to having a damaged cable. No signs of thermal damage were observed. There were no intraoperative collisions between reported instrument and other tools. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm force bipolar instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
Refer to h11 for follow-up information.